Event description:
A hospital in (B)(6) reported that an rt329 infant continuous flow breathing circuit could not connect to a heater wire adaptor. This was found before use on a patient.

Manufacturer narrative:
(B)(4). Method: a bent pin test was performed on the returned complaint breathing circuit to see if it could be connected to a heater wire adaptor. Results: a heater wire adaptor could not be fully connected to the heater wire socket in the inspiratory tube. The right inspiratory heater wire pin was found to be split and bent inwards, preventing the adaptor from connecting to the heater wire socket. A lot check revealed no other complaints of this nature for the lot number provided. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to damage the heater wire pins during use, for example, if the heater wire adaptor is inserted into the heater wire plug on an angle. For damaged pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were damaged during production or by the end user. (B)(4).